Manufacturer narrative:
A medtronic representative reported that the line power light of the mobile view station (mvs) was off and the image acquisition system (ias) battery indicator was not charged. The fuses were replaced which resolved the issue. The procedure was completed using the imaging system without further issue. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned. An on site inspection was scheduled for a later date. During the on site inspection, the medtronic representative reported that the damaged fuses were sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the replaced fuse. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the line power light of the mobile view station (mvs) was off and the image acquisition system (ias) battery indicator was not charged. The fuses were replaced which resolved the issue. The procedure was completed using the imaging system without further issue. There was no patient impact reported and no delay in surgery. Surgery proceeded as planned. An on site inspection was scheduled for a later date.